Event description:
It was reported that the large needle driver instrument was not working. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube is cracked/bent at a 10 degree angle, roughly 3.2 inches above the proximal clevis. The main tube has a section with severe material removal stretching from the bend point to the proximal clevis. The round tube is locally flat at the damaged section. It was determined that the damage was most likely due to mishandling and the tube may have been pulled/dragged against a sharp edge with high pressure, causing the material removal. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.